Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation (other) please describe and state the location of the perforation: bladder perforation"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 048832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6) 2013 the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("heavy vaginal bleeding"). In 2014, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and device deployment issue ("2 coils visible on micro-insert present in bilateral fallopian ostium."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the bladder perforation, pelvic pain, dysmenorrhoea, abdominal pain, genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage and device deployment issue outcome was unknown. The reporter considered abdominal pain, bladder disorder, bladder perforation, device deployment issue, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs+mr received: new event: menorrhagia, bladder disorder, urinary tract disorder, bladder perforation, genital haemorrhage, 2 coils visible on micro-insert present in bilateral fallopian ostium were added. Reporter, patient demographic information, product removal date, event onset date updated. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder perforation') and pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 048832-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "2 coils visible on micro-insert present in bilateral fallopian ostium." And device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), 95 days before insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea (cramping)"). In 2014, the patient experienced genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the bladder perforation, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, bladder perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Lot number reported (048832) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc (product technical complaint). On 27-mar-2020: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder perforation'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 31-year-old female patient who had essure (batch no. 048832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device deployment issue "2 coils visible on micro-insert present in bilateral fallopian ostium.". On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), 95 days before insertion of essure. In december 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea (cramping)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the bladder perforation, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, bladder perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received. Reporter information added. Events outcome updated. Events: device monitoring procedure not performed added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent hysterectomy to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.